Event description:
A report was received of a patient experiencing a "stabbing/shocking" sensation at the ipg site whether the stimulation is on or off. The physician determined the patient has lost a substantial amount of weight which caused the ipg to migrate too shallow in the pocket. The physician determined the patient's "stabbing/shocking" sensation was caused by the ipg migrating over a bone causing irritation of a nerve. A pocket revision has been scheduled.